Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis revealed that the device had no telemetry and it was also noted that the device had no pacing output. The device was opened and the battery was measured at 3.2 volts, the telemetry was noted to still be non-functional. During analysis, the device was inadvertently subjected to a por (power on reset) which cleared the failure mode. The device was then able to telemeter nominally despite various attempts to reintroduce the failure condition.

Event description:
It was reported that during an attempted interrogation of the implantable cardiac defibrillator (ICD) the ICD would not communicate with the programmer. The ICD was not used or attempted to be used on a patient.